Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient was going to have two deep brain stimulation surgeries in (B)(6) 2018. The caller stated her husband was having problems with one of the devices because it did not correct all of his tremors. It was reported the patient had several programming visits after implant and at that point they knew they did not correct the problem the caller stated the device had helped him "maybe 50 percent". The caller stated during the original surgery the healthcare professional got some spinal fluid so they took it out and they sent him down for an MRI and they "did the same surgery twice". No further complications were reported or anticipated.